Event description:
Brush head just broke/cracked at the top and the piece came off while brushing- oral b power care [device breakage]. Case narrative: consumer via email stated that brush head at the top and the piece came off just broke while brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head just broke/cracked at the top and the piece came off while brushing- oral b power care [device breakage] , product counterfeit- oral b [product counterfeit] . Case narrative: consumer via email stated that brush head at the top and the piece came off just broke while brushing. No injury was reported. 02-apr-2026 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill . No injury was reported.

Manufacturer narrative:
02-apr-2026 product investigation results: product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.